Event description:
It was reported that in late 2013, it was noted that the atrial lead had likely fractured though the capture thresholds were within normal parameters. On (B)(6) 2014, the lead exhibited noise. On (B)(6) 2014, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.